Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report cgm inaccuracies on (B)(6) 2013. The patient claimed that the cgm was reading higher and reported the following discrepancies: cgm was reading 86 mg/dl and blood glucose meter was reading at 64 mg/dl, cgm was reading 112 mg/dl and blood glucose meter was reading at 55 mg/dl. The patient reported no use of acetaminophen at the time. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.